Event description:
Clinical study. During a coronary drug eluting stenting treatment procedure a dissection occurred. Target lesion 1 was identified in the dist right coronary artery (rca) with 95% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1(distal rca) was treated with placement of a 3.5 x 24 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the mid rca with 75% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 (mid rca) was treated with placement of a 3.5 x 12 mm taxus express2 8.8% stent. Residual stenosis was 0% following post-dilatation. Target lesion 3 (24 mm long) was identified in the mid left anterior descending artery (lad) with 75% stenosis and a 2.75 mm reference vessel diameter. Target lesion 3 (lad) was treated with placement of a 2.75 x 28 mm taxus express2 8.8% stent. Residual stenosis was 0% following post-dilatation. Of note, during the procedure, an intra-aortic balloon pump was placed for preventative measures. Following stent deployment in the mid lad, there was a perforation secondary to calcification in the lad. A 3 x 26 mm jomed stent was placed over the area of perforation with successful resolution. Echocardiogram during the procedure showed mild pericardial effusion. The pt was monitored in the ICU, developed hypotension and was started on pressors and IV fluids. There was an increase in the pt's creatinine which stabilized once the pt's blood pressure was normalized. The pt was discharged 7 days later on plavix and asa.